Event description:
It was reported they had a patient in for medication treatment, and when the nurse is flushing with saline, she realize that the saline is running from the catheter under the little mark with PICC. The patient was done with treatment, she had the PICC since (B)(6) 2021- and they just removed it. Nothing happened to the patient or nurse.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the nature of the submitted evidence. The implicated product was one 4fr s/l powerpicc solo catheter and the returned product was one photograph which depicted a 4fr s/l powerpicc solo catheter. The depicted portion of the catheter included the molded joint. A portion of the extension tubing and catheter shaft were also visible. A red arrow had been drawn on the photograph pointing to the junction between the molded joint and the catheter shaft. No damage was discernible in the photograph. While no damage was observed during examination of the submitted photograph, the catheter could neither be thoroughly examined nor functionally evaluated. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reeu1817 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported they had a patient in for medication treatment, and when the nurse is flushing with saline, she realize that the saline is running from the catheter under the little mark with PICC. The patient was done with treatment, she had the PICC since (B)(6) 2021- and they just removed it. Nothing happened to the patient or nurse.